Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a syncopal episode after returning home from wound check approximately one week post implant of the cardiac resynchronization therapy pacemaker (crt-p). The patient was found to have a low hematocrit and hemoglobin, elevated international normalized ratio and a large hematoma at the implant site. The patient was treated with vitamin k, treated with blood products and anticoagulation was held. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.